Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the surgeon performed a left subclavian puncture and a 9f sheath was inserted after repeated efforts. After the rv lead entered the ventricle, the patient suddenly began to breathe rapidly and held their breath. The electrocardiogram (ECG) monitoring displayed a sharp drop in heart rate and blood pressure and the patient began to become confused and agitated. Emergency rescue was performed, but the patient was unable to lie flat to cooperate with continuation of the surgery and the implant procedure was abandoned. No further patient complications have been reported as a result of this event.